Event description:
Acute pulmonary edema. Massive acute pulmonary edema, hospitalization for 21 days, for acute pulmonary edema, worsened by cardiogenic shock of non ischemic origin. Probable hypertensive contribution of renal arteries stenosis.